Event description:
On "(B)(6) 2016" tibial loosened right knee. Revised as only part of knee that failed at that time, later learned femur would fail. Later (2 years) - currently known top part of knee femur is loose. Left vega knee global failure, femur and tibia revised to columbus long stem. Aseptic loosening of entire construct. Previous vega done to revise failed, unicompartment replacement.